Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level 146mg/dl. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage as they successfully reconnected to the pump and resumed insulin deliveries.